Event description:
Jackson pratt drain broke during removal from patient on 10/13/92. Patient required additional surgery to remove draindevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration, telemetry failure, tubing. Conclusion: device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, none or unknown. The device was not destroyed/disposed of.